Manufacturer narrative:
Additional information was provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the that the iol was exchanged for toric one diopter high power lens indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. As per physician.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4)

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure,lens was explanted at secondary procedure due to patient experienced blurred vision.the clinical reason was reported to be blurred vision, wrong power.the iol was replaced with unspecified lens approximately one month after initial procedure. Additional information was requested.